Event description:
During service by baxter, failure code 812:02 was found in the event history of the device. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition was confirmed. Inspection of the pump revealed defective pump head, caused the failure code. 812:02. The pump head module was replaced. The pump was tested for proper operation and the pump found to function properly.